Event description:
The door strut of the parker bath was found to not be engaging which results in the door not staying up when opened. The gas strut is now repaired.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the manufacturer arjo (B)(4). The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided upon conclusion of the manufacturer's investigation.